Event description:
It was reported that during preparation of the 8.0x29mm omnilink elite stent it was noted the stent dislodged. The device was not used. Another unspecified device was used to successfully complete the procedure. There were no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported stent dislodgement could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.